Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the "needed lithium battery" message displayed on their controller. Pt stated they tried to get a new lithium battery at wal-mart but it didn't work and patient services (pss) reviewed information. Pt stated they left their controller on the bathroom counter and they were not sure if it was the humidity that caused the message to display on the controller. Pt stated when they went to go turn their controller up and after replacing the batteries with the batteries from wal-mart the controller did not turn on. A replacement controller, ac power supply, and recharger were sent out. No symptoms were reported. They later called back after an incorrect device was sent out, so the correct ac power supply was then sent out. Pt called back from re-reporting information previously documented in this case. Pt said they received the package but pt received rtm and dtc instead of rtm and ac power supply. Pss consulted with chris in repair and ac power supply was going out for delivery today. Pss reviewed with pt that fedex label would be also sent out and to return dtc; pt confirmed they understood. Additional information was received from the patient. Pt called back stating that they received the new charger for the controller today (ac power supply). Pt reiterated information as documented in this case. Pt stated that about two months ago, the controller displayed a message saying that the controller battery needed to be replaced. Pt noted that they had been in the shower and that the controller was sitting on the counter, so they weren't sure if humidity affected the controller or not. Pt stated that they had plugged the controller up (pss understood that they plugged the ac power supply into the controller), however the controller was not powering on or lighting up at all. Pss asked if the pt had tried using aa batteries in the controller to see if the controller would power on; pt stated that they did at the beginning, however the controller did not power on. Pss was going to troubleshoot the issue further and collect serial numbers, however pt stated that they were at work and did not have the equipment present. Pss asked the pt to call ps back once they had the equipment present. Additional information was received from the patient. Pt called back with equipment present and mentioned already documented events of how their controller displayed it needed a new battery when they were in the shower and now the controller would not turn on. During call pt verified no damage to the controller battery compartment or to the controller battery. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller would not turned on. Pt verified the ac power supply had a green light.